Event description:
It was reported that during central processing, when flushing the ports on the instrument, the cleaning solution came out of the working end of the 8mm force bipolar instrument where the black plastic meets the silver metal. It is not supposed to leak out of there. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the complaint was not confirmed or replicated by failure analysis. Visual inspection identified no findings related to the customer complaint. The instrument was tested on an in-house system and demonstrated intuitive movement with full range of motion in all directions. Additionally, the instrument was observed to have damage to the conductor wire insulation at the proximal end. No material was missing and the conductor wires were not exposed. Although the insulation was damaged, the instrument passed electrical continuity testing, and adjacent components showed no damage.